Manufacturer narrative:
Reported event of electronics performance indicator was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated device was within normal range of operation. Autocapture was noted as enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Further analysis performed, including physical and electrical testing found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable and asymptomatic.